Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: component, investigation type, findings, and conclusions. This report is relaying additional information. Inspection: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is fractured. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause: tip fracture or stripping of the final screwdriver shaft can occur when the driver is over torqued or when force is applied off-axis. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a driver fractured during an operation the doctor used another of the same type of instrument to complete the operation. There was no reported effect on the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a driver fractured during an operation the doctor used another of the same type of instrument to complete the operation. There was no reported effect on the patient.